Manufacturer narrative:
Batch review performed on 22 november 2021. Lot 2106579: (B)(4) items manufactured and released on 2-sep-2021. Expiration date: 2026-jul-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.